Manufacturer narrative:
The following products were used during the index procedure: a dejavu guidewire, a parent 45cm medikit sheath and a jackal balloon catheter. After pre-dilating a moderately calcified and 90% occluded right superficial femoral artery a smart control stent was deployed. While deploying a second stent it was found slightly deployed and there was a gap between the distal tip and the outer sheath. Although there was some resistance/friction felt while overlapping the initial stent the stent was successfully placed and the procedure successfully completed. There was no reported patient injury. There were no reported anomalies or difficulties with the product prior to use or during prep. No unusual force was used during advancement and the product was deployed per the IFU. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 14118497 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The patient was admitted for a procedure with a 90% lesion in the right superficial femoral artery. The lesion was moderately calcified. The approach was from the femoral artery and the lesion was crossed with a guidewire. The lesion was pre-dilated. A 6 x 60mm smart control stent was placed distal to the target lesion. Then a 6 x 80mm smart control was delivered to place it proximal to the lesion, however, the stent was found slightly deployed and there was a gap between the distal tip and the outer sheath. Regardless, the procedure was continued. There was some resistance/friction felt while overlapping the initial stent, but the stent was successfully placed. There was not patient injury reported.